Manufacturer narrative:
Problem code relates to the reported issue of bands failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during a digestive tract hemostasis procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the handle was turned and an audible click was heard; however, the bands failed to deploy even after several attempts. Reportedly, the physician cut the trip wire due to the device was unable to be retrieved from the scope. After the device was withdrawn, it was found out that the third band was stuck on the device. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion o the procedure was reported to be stable.